Event description:
The hospital reported a system shutdown resulting in loss of mechanical ventilation during a case. It was reported the unit was replaced and case resumed.

Manufacturer narrative:
The hospital reported the unit was restarted to resolve the issue. No further repair information available. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs madison - (B)(4).